Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the stated issue. The battery, battery harness, and power controller board were replaced which resolved the issue.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit displayed a 'no battery backup' alarm. The unit remained functional on ac power. Once ac power is disconnected, there is no battery backup. There was no reported patient injury.